Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this system, with a pacemaker and a non boston scientific right atrial (ra) lead, was unable to perform the right atrial automatic threshold (raat) test because it was in lead safety switch due to high out of range pacing impedance measurements. Additionally, the system exhibited out of range atrial intrinsic amplitude. Technical services (ts) was consulted and explained that the raat is not able to run while the lead safety switch is active. Ts recommended lead testing and considering an alternative configuration. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with a pacemaker and a non-boston scientific right atrial (ra) lead, was unable to perform the right atrial automatic threshold (raat) test because it was in lead safety switch due to high out of range pacing impedance measurements. Additionally, the system exhibited out of range atrial intrinsic amplitude. Technical services (ts) was consulted and explained that the raat is not able to run while the lead safety switch is active. Ts recommended lead testing and considering an alternative configuration. No adverse patient effects were reported. This system remains in service.